Manufacturer narrative:
The customer stated that controls were within specifications. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The calcium reagent lot number and expiration date were requested, but not provided. The field service engineer determined there was an issue with the sample probe. The probe was replaced and adjustments were performed. The wash area was cleaned and adjusted. Sample probe wash maintenance was performed. Precision studies were performed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium gen.2 on a cobas c 503 analytical unit. The customer also mentioned they were receiving clot alarms on the analyzer. The sample initially resulted in a calcium value of 5.5 mg/dl. The customer repeated the sample due to receiving clot alarms. The customer noted there was hemolysis in the sample, so the sample was re-centrifuged. The sample was repeated on a second analyzer, resulting in a value of 9.02 mg/dl. The repeat value was deemed correct.